Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. Instrument's performance was checked and, per the fse, the instrument was not having issues. (B)(4). All mdrs associated with this event are: 2122870-2016-00338; 2122870-2016-00341; 2122870-2016-00342. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining elevated non-reproducible troponin I (access accutni+3) results for five (5) patients involving the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)). This MDR addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016 for patient 5. The initial access accutni+3 result recovered within the assay's normal reference range however the reflex rule implemented on the instrument automatically retested the sample and gave a result which recovered above the assay's normal reference range. The customer reanalyzed the patient's sample one (1) additional time on the same laboratory's access 2 immunoassay access clinical system and obtained one (1) lower result within the assay's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. Calibration, system check and quality controls (qc) were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. MDR 2122870-2016-00338 addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016 for patients 1, 2 and 3. MDR 2122870-2016-00341 addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number 509421) on (B)(6) 2016 for patient 4. The patient's sample was collected in a lithium heparin gel separator tube and was centrifuged at 5,151rpm (rotations per minute) for three to five (3 -5) minutes at room tempurature. No issues with sample integrity were reported by the customer.